Manufacturer narrative:
The device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions - a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during use. Injector settings: 444 psi, flow 5 ml/s, volume 8, 7ml. No harm or injury was reported.